Manufacturer narrative:
(B)(4). Results: analysis of implantable neurostimulator (ins) model 37712 serial number (B)(4) determined the rechargeable ins battery was overdischarged and permanently damage. The ins passed the automated test console. No significant anomalies were found with the ins. Analysis of lead model 3778 serial number (B)(4) determined the lead was okay but cut through (suspected explant damage). No significant anomalies were found with the lead. Analysis of lead model 3778 serial number (B)(4) determined there were broken conductor(s) wire(s).

Event description:
It was reported that the device was not helping patient's pain. The patient "just wanted it out." There was no injury to the patient and the patient recovered without sequelae.